Manufacturer narrative:
(B)(4) the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an abscess accompanied with redness was seen upon removing the patient's surgical staples (around ipg area)-from permanent implant procedure. The patient received antibiotics. As of (B)(6) 2015, the infection had resolved.